Event description:
Caller reported malfunction on pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer reset pump prior to contacting technical support, and technical support resolved issue by sending a replacement pump with updated software. Customer was instructed to use the current pump as backup therapy and provided guidance on putting the pump into storage mode for returning the defective item. They also received instructions on steps to follow upon receiving the replacement pump and confirmed the shipping address for delivery.